Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing muscle contraction at the ins (implantable neuro stimulator) site. The patient's healthcare provider looked at a CT scan and indicated that the lead may be compromised. The contractions started in (B)(6), but in the last 2 weeks, the contraction had been more consistent especially if the patient was in a sitting position and leaning forward. Additional information was requested.